Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed with no delivery. Her blood glucose at the time of incident was 565 mg/dl. The customer had an upset stomach, nausea, and a headache, and she treated her hyperglycemia with an insulin syringe. Troubleshooting was initiated to inspect the insulin pump and there were no anomalies noted. However, a bent cannula was found so the customer declined further troubleshooting. No products were returned or replaced.